Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients spouse reported that the cardiac resynchronization therapy defibrillator (crt-d) is not transmitting properly. The crt-d remains in use. No patient complications have been reported as a result of this event.